Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 398 mg/dl. Cause was not known. Customer received third party assistance from a tandem representative, who guided the customer through bringing the bg level down. No injury or permanent damage was reported. A correction injection was delivered to address bg. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.